Manufacturer narrative:
(B)(4). Concomitant medical products-plate catalog#:unk lot#unk, screw catalog#:unk lot#:unk, screw catalog#:unk lot#:unk, screw catalog#:unk lot#:unk, screw catalog#:unk lot#:unk, screw catalog#:unk lot#:unk, screw catalog#:unk lot#:unk, screw catalog#:unk lot#:unk, screw catalog#:unk lot#:unk, screw catalog#:unk lot#:unk, screw catalog#:unk lot#:unk, screw catalog#:unk lot#:unk. Multiple MDR reports were filed for this event, 0001822565-2018-06177, 0001822565-2018-06180, 0001822565-2018-06183, 0001822565-2018-06189, 0001822565-2018-06192, 0001822565-2018-06193, 0001822565-2018-06194, 0001822565-2018-06195, 0001822565-2018-06196, 0001822565-2018-06201, 0001822565-2018-06202, 0001822565-2018-06203. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that one patient had fractures which showed bony union more than six months after the index surgery were considered toachieve delayed union. The article reported one patient who experienced delayed union.